Manufacturer narrative:
The device was returned to olympus for inspection. Although the root cause could not be established, based on the results of the investigation, it is likely the following led to the malfunction: an operational problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, foreign material was found at the light guide connector. There was no patient involvement.